Event description:
During an incident in 2002 involving a patient in cardiac arrest, down 1-5 minutes with bystander CPR in progress, this defibrillator, arriving with the als (2nd) crew at the scene, prompted "faulty 202 service soon" when the analyze button was pressed. The patient was transported to a hospital. A facility report states: "note: patient care appears not to have been compromised." The first crew at the scene was unable to use their defibrillator because they had 2 bad batteries.